Manufacturer narrative:
This report is submitted on december 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to incorrect placement of electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 07, 2022.